Event description:
Customer reported poor image quality and errors displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane. System operates as intended.